Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and that their sensors were not reporting their blood glucose accurately. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer reported that they were skiing and that their sensor was not functioning well. The customer reported that their sensor glucose was reported as 50 to 60 mg/dl, however their blood glucose was 600 mg/dl. It is unknown if the insulin pump was in automode at the time of the incident. Troubleshooting was performed and resolved the issue. The sensor transmitter will be returned for analysis.